Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an acute thoracic dissection. One month post index procedure, the patient presented to the emergency room with high fever, nausea, vomiting and diarrhea. The patient was found to have a left groin infection and pseudoaneurysm. The patient was immediately taken to the operating room a left common femoral artery pseudoaneurysm repair with vein patch, left groin exploration and debridement and a left distal saphenous vein harvest. Following the procedure the patient remained febrile. The CT scan showed ascending aortic dissection and new pericardial effusion. The patient was taken back to the operating room for a bentall procedure to treat the ascending aortic dissection. Intra-operatively the patient was found to have extensive inflammation on the aorta with purulence between the aorta and the pulmonary artery. Given these findings the procedure was aborted and the patient was kept in ICU for a few days and started on several antibiotics until stabilized. After the patient was sufficiently stabilized on the ward, the patient was taken back to the operating room to repair a leaking left groin which was determined to be a lymphatic leak. Seven days later, inflammatory lymphatic tissue was remove and ligated. The femoral artery was intact and the previously placed vein patch was also intact. After this procedure the patient improved but continued to have a significant leak from the groin. The patient was encouraged to stay in the hospital where they could be monitored and the leak output could be measured, but the patient insisted on going home. The patient was discharged from the hospital. Three days later, the patient passed away. The cause of death at present is unknown and the death certificate has not yet been received. The investigator's assessment states that these adverse events are not device related, however procedure related.

Manufacturer narrative:
(B)(4). Results: death, infection, fever, dissection, cause of event is unknown. Conclusions: cause of event is unknown.